Event description:
Customer reported device= 225 mg/dl at approx 3:30 pm. Customer was taken to emergency room (ER). ER device= 96 mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent.